Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received via social media that the patients device was leaking acid inside the patients body. The patient underwent an explant procedure. Additional information was received that the patient was also experiencing pain and was placed on antibiotics.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received via social media that the patients device was leaking acid inside the patients body. The patient underwent an explant procedure.